Event description:
It was reported that the customer had difficulty depressing the syringe while filling the cartridge (septum). Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for eval. However, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.